Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) burst and therefore, could not be used. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This report is related to report # 3004939290-2023-02949. This is a follow up 1 report for 3004939290-2023-02949. As reported, a 5f mynxgrip vascular closure device (vcd) burst and therefore, could not be used. There were no reports of patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle. The syringe was not received with the device and the stopcock was found closed. The sealant remained in the manufacturing position and the advancer tube was exposed when received. The procedural sheath was not returned with the device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2229806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear could not be determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (although not reported) and/or concomitant device factors (procedural sheath was not returned for analysis) most likely contributed to the reported event since a calcified vessel or a damaged procedural sheath can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.